Event description:
(B)(6) - it was reported by the facility staff that the rpl600-1 bariatric lift allegedly had the pin holding the hanger bar coming out causing the bar to fall off, and to droplet the patient, who fell to the floor. Medical attention was sought, and the patient had bruising on her back. Should we receive additional information on this event, this file will be revised, and a supplemental report will be submitted.